Event description:
The user facility reported that at the beginning of two different colonoscopy procedures, when the device was being inserted into the patient, the image froze and visualization was lost. Both procedures were reportedly completed with a similar, but different device. There were no patient injuries reported and no further information was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of the image difficulty. The image was found flickering and the remote switches were noted to work intermittently. There was corrosion found inside the endoscope connector and extensive corrosion in the electrical connector. The cause for the user's experience was determined to be due to fluid invasion. As the device passed leak testing, the source of the fluid invasion appears to have been due to user mishandling. This report is being filed as a medical device report in an abundance of caution.